Event description:
It was stated that the customer was hospitalized for low blood glucose levels. The reported blood glucose at the time of the call was 41 mg/dl. It was stated that the customer had programmed a bolus with 67.9 grams of carbohydrates, but the customer was not eating anything. Troubleshooting was performed and the time was off by one hour. Unable to verify the programming as the sister did not know what the programming should be. The insulin pump passed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.